Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had received multiple, intermittent occlusion alarms. The customer experienced blood glucose (bg) levels ranging from 296-475mg/dl and trace levels of ketones. Manual injections were administered to address the bg levels. The customer would change out their pump supplies after each occlusion alarm. The occlusions alarms stopped occurring once the customer changed their cartridge. No troubleshooting was performed due to the supplies having been changed and the occlusions no longer occurring at the time tandem technical support was contacted.